Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time and date on the pump were "off." There was no reported adverse impact to the customer's blood glucose level. Tandem technical support assisted customer with correcting time and date settings.